Event description:
A user facility nurse reported that a pt did not remove any ultrafiltration (uf) during a treatment with a system 1000 hemodialysis device. The pt treatment uf goal was 2 kg. The treatment completed with no alarms indicating a problem. It was determined that no uf occurred when the pt was weighed. The pt was given an additional dialysis treatment. There was no pt sequelae associated with this incident.